Event description:
I have been using fixodent for the last 13 yrs and have been diagnosed with a neurological problem which consist of neuropathy, numbness balance problems and seizures due to blood disorders ect. Dose or amount: liberal, frequency: daily, route: dental. Dates of use: 1996 - 2009. Diagnosis or reason for use: dentures. Event abated after use stopped: no.